Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that resistance was met the anatomy resulting in the reported failure to advance. Interaction with the anatomy resulted in the reported failure to fold and the reported difficult to remove. Reportedly, force was used to remove the balloon dilatation catheter (bdc) independently. It should be noted that the nc trek rx coronary dilatation catheter instructions for use (IFU) states: if resistance is felt, determine the cause before proceeding. Continuing to advance or retract the catheter while under resistance may result in damage to the vessels and / or damage / separation of the catheter. The force applied during removal of the device seemed to be a reasonable clinical response to the difficulties and follow up information from the account confirmed the guiding catheter and device were removed as a single unit. There is no indication of a product quality issue with respect to manufacture, design or labeling. Exemption number e2019001.

Manufacturer narrative:
Exemption number e2019001- permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. (B)(4).

Event description:
It was reported that the procedure was performed to treat a lesion in the left anterior descending coronary artery and the left main coronary artery. The 4.5 x 8 mm nc trek balloon dilatation catheter (bdc) did not refold tightly after deflation. The bdc got stuck when it faced resistance with the anatomy during advancement and withdrawal. Force was used to remove the bdc independently. A 4.5 x 8 mm non-abbott bdc was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.